Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for corporate lot number and for a similar failure mode. Visual inspection: one denali jugular filter delivery system without the sheath and dilator was returned for evaluation. The pusher catheter is kinked 29.2cm from the proximal end of the handle. The way in which the device was packaged for return may have contributed to the kink. Per the reported complaint details, the shipper was told to bend the pusher catheter for shipment. The y-body was returned attached to the pusher catheter. The pusher catheter gripper was not engaged with the filter as the storage tube was returned separate from the pusher catheter. The filter legs were protruding slightly from the distal end of the storage tube. No other anomalies were identified. Functional/performance evaluation: the filter was manually removed from the distal end of the storage tube. All 6 arms and 6 legs were present and intact. The storage tube showed no signs of skiving. No anomalies were identified. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based on the returned sample condition, the complaint investigation is inconclusive for the filter failing to advance through the sheath. Potential root causes and contributing factors were identified. Corrective and preventative actions have been identified and effectivity of these corrective and preventative actions is being monitored. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advance through the introducer hub of the deployment sheath. The filter system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.